Event description:
Case description: investigation results: name: novofine® 32g etw tip 0.23/0.25*6mm batch number: 15e08l the batch documentation was reviewed. No abnormalities relating to the observed problem were found. Microscopic examination was performed. One used needle with a broken front needle. Needles were tested for resistance to breakage. The needles met specifications. The batch documentation has been reviewed. Nothing abnormal was found. We can confirm that the needle tube is broken off at the needle hub. The observed problem was due to incorrect handling during use. Since last submission, the case has been updated with the following: -suspect device expiration date added -investigation results updated - batch record and batch trend -manufacturer comment added. -narrative updated accordingly. Final manufacturer comment: 13-mar-2017: as the needle or part of it has not been returned to novo nordisk a/s for investigation and only very limited information regarding the handling of suspected needle is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in argus case (B)(4). Evaluation summary: the batch documentation has been reviewed. Nothing abnormal was found.

Event description:
Needle had broken off in the area of abdomen [needle issue]. Case description: this serious spontaneous case from (B)(6) was reported by a consumer as "needle had broken off in the area of abdomen" beginning on (B)(6) 2017 and concerned a (B)(6) female patient who was treated with novofine 32g 6 mm (needle) from (B)(6) 2017 due to "type 2 diabetes mellitus." (B)(6). Medical history includes type 2 diabetes mellitus since 2007. Concomitant product includes novolin 30r penfill (insulin human) suspension for injection, 100 iu/ml and novopen (insulin delivery device). On (B)(6) 2017, in the evening, patient injected novolin 30r penfill. After pulling the needle out, the patient found the needle had broken off in the area of abdomen. The family member pinched the skin of abdomen of the patient and went to the local hospital. The patient had not received any treatment for the event. At the outpatient department, the broken needle was removed out by a surgery. The top of the broken needle was kept at hospital, the later part of the broken needle and the rest unused needles were kept by the patient. X-ray was not taken. Patient had used needle for 10 years and had used one needle for one injection and injection was twice a day subcutaneously. The batch number of the suspected 6mm novofine is 15e08l-1. The needle was bought from local pharmacy. Later, it was notified that reporter was unclear if the patient was trained in the use of novofine needles and if the force needed to inject felt different than normal by the patient. Action taken to novofine 32g 6 mm was reported as no change. The outcome for the event "needle had broken off in the area of abdomen" was recovered. Reporter comment: though it was agreed to send the sample for investigation, but the reporter said that the investigation time was too long. The reporter also asked for the compensation. (B)(4)